Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery alarm and displacement tests. No excessive no delivery alarm or button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad trace. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after restarting the pump following a no delivery alarm. The no delivery alarm was resolved by a complete set change. His blood glucose level was 158 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.